Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Litigation alleged, the patient suffered elevated metal ion levels in her blood, pain, swelling, stiffness, fluid drainage from the joint and decreased mobility as a result of the implanted asr hip.

Event description:
Update - (B)(4) 2013 - sales rep reported revision surgery on right hip due to pain. Also reported, patient had a well fixed shell that was very difficult to remove from the bony ingrowth. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.